Event description:
It was reported that during a coronary artery stenting treatment procedure stent damage occurred. The lesion being treated was located in a slightly tortuous, little calcified portion of the right coronary artery (rca). The lesion was predilated. The stent would partially exit the guide but not fully. The stent was removed by using a buddy wire. Upon examining of the stent, there was a cell which had lifted up mid way down the stent and was protruding with a jagged edge. The procedure was completed with another of the same device. There were no patient complications and the patient status is listed as well. This device is only ous approved but is similar to marketed us device.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified stent damage. A strut on row 9 from the distal end of the stent was raised distally to the stent. The outer diameter (od) of the stent damage was measured, and was approximately 1.32mm. The od of the stent area where no damage was present was measured at approximately 1.16mm. Solidified contrast media and blood were present within the entire length of the inflation lumen, therefore indicating the device had been prepped and used in-vivo. There was resistance upon advancement of a 0.015 inch product mandrel due to the presence of solidified blood. There were also kinks identified along the entire length of the hypotube shaft. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No further product analysis was performed at this time. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).